Event description:
The customer reported the loss of fluoroscopic x-ray functionality after exposing for a short period of time. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated connectors. The system operates as intended.